Event description:
Customer reported chemotherapy set was leaking during rituxan infusion on a pediatric pt. Remaking of the entire chemo bag by the pharmacy was required. No additional information was provided.

Manufacturer narrative:
Manufacturer's report date: 12/16/2010. (B)(4). The set was not returned to carefusion for evaluation. No failure investigation could be performed.